Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet sustained external physical damage when the patient crashed a dirt bike, resulting in a cracked screen while the device continued to function and the display remained legible. Symptoms included a superficial torso puncture from a broken belt clip with minor bleeding and no required medical treatment. Outcomes included no change in blood glucose levels, no alarms, and no hospitalization. Investigation included collection of use history and event details from the user, assessment of device function as reported, and arrangements for device replacement and return of the original unit. Investigation of this device revealed damage consistent with accidental impact to the device enclosure and belt clip, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated accidental damage due to external trauma.